Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The DHR for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. The reported complaint with precision strips are isolated to the meter only. As such, no strip related investigation activities are performed for the reported complaint. Therefore, all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A mother, on behalf of her son, reported he was unable to test due to his adc blood glucose meter turning on with button press but not with insertion of test strips. Caller reported that the customer experienced nausea, stomach ache, headache and loss of consciousness. Caller reported taking the customer to the emergency pediatric department of a hospital on (B)(6) 2018 where he was diagnosed with diabetic ketoacidosis and treated with an insulin infusion. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A mother, on behalf of her son, reported he was unable to test due to his adc blood glucose meter turning on with button press but not with insertion of test strips. Caller reported that the customer experienced nausea, stomach ache, headache and loss of consciousness. Caller reported taking the customer to the emergency pediatric department of a hospital on (B)(6) 2018 where he was diagnosed with diabetic ketoacidosis and treated with an insulin infusion. There was no report of death or permanent impairment associated with this event.